Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the screen was multi-color and pixelated when the programmer was turned on. The programmer was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported that the screen was multi-color and pixelated when the programmer was turned on. The programmer and analyzer were returned for repair. Both products were analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed that the screen was multi-colored and pixelated, the mother board was replaced, then the h ard drive was reimaged and software was updated. Product ID r2290 analyzer.